Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. Customer stated that she is out of strips. Customer declined troubleshooting for high blood glucose levels. Customer stated that she just changed the set and bolused. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.